Manufacturer narrative:
Medwatch sent to FDA on 6/17/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of a sinus infection, "difficulty breathing," and "possible allergic reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess."

Event description:
Healthcare professional reported that 2 days after injection with an unspecified juvederm&#59408;product, the patient experienced a "sinus infection and had a difficult breathing." The physician stated that it was a possible allergic reaction. The patient went to the emergency room. No information on treatment was provided.